Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2014-24127. It was reported patient experienced ineffective stimulation as well as auto reducing. Diagnostic testing indicated invalid impedance readings on multiple lead contacts. Reprogramming was unable to provide effective coverage. The patient is to consult with the physician as the next course of action.